Manufacturer narrative:
The initial reporter was contacted for add'l info; there was no impact to the pt. No further info was provided. The device was received by b braun on 5/7/09, and the evaluation is underway; results will be reported when the evaluation is complete.

Event description:
Reportedly, the pump overinfused. "Pump infused too quickly. Pump was set for 413.5cc over 2 hours, but full medication was infused and the pump read 37 min left and 119cc of med."